Manufacturer narrative:
A ge representative evaluated the system and reloaded the calibration files. System operates as intended.

Event description:
The customer reported the system displayed a collimator calibration error message. No pt injury was reported.